Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the pump supplies were changed to resolve the past issues and the customer continued to use the pump for insulin therapy.